Event description:
The pt reportedly had a legion around the implant site. Surgery to remove nonviable surrounding tissue and to wash the area with antibiotic solution (type unk) was performed. The pt's implant is currently extruding without signs of infection. Surgery to explant pt's device is being discussed.